Event description:
It was reported that the patient received an inappropriate shock and presented to the hospital. A device check noted right ventricular (rv) lead oversensing with short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) episodes, and an x-ray showed the rv lead had migrated to the right atrium. It was also noted there was double-counting of p-waves and r-waves. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).